Event description:
It was initially reported that there was an overdischarge condition (for ¿some, sometime¿) the patient¿s implantable neurostimulator (ins). It was noted that a physician mode recharge procedure was performed in an attempt to bring the device out of the overdischarged state. Follow up information received on (B)(6) 2011 reported that 3 pmr procedures were performed on the patient¿s ins with no success. The patient was instructed to follow up again and, at last communication was thinking about replacing the ins. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 377760, lot# v011891, implanted: 2006 (B)(6); product type lead product ID 3778-60, serial# v007653, implanted: 2006 (B)(6); product type lead product ID 37742, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient product ID 37752, serial# (B)(4), implanted: 2006 (B)(6); product type recharger. (B)(4).